Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keyboard led pca, keypad and system board were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was turning off intermittently without user prompting. There was no harm or injury reported.